Event description:
It was reported: "missing part. During preparing to ship by (B) (4), damaged shrink wrap (slit on top of box) was observed. When given to packaging to review for possible rework/reshrink, it was noted that package seemed light. It was opened to find no part or blisters inside, only the packaging inserts were found".

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.